Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and absorbable straps were used to secure the mesh. Within 3 days following the procedure, the patient developed fever, hematoma and seroma. The seroma was drained, culture performed and pseudomonas bacteria was found in the seroma. The patient was treated with antibiotics for one month. It was reported that the patient has recovered. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.